Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 54 mg/dl. The customer stated that the basal was not programmed on the pump. The customer was assisted with programming the basal. The customer was advised to monitor the insulin pump for any further issues. No further information was provided.